Event description:
It was reported that the physician (B)(6) was performing an arthroscopic shoulder procedure using the 5.5mm speedscrew knotless implant. After implanting the anchor into the bone hole and tensioning the suture, the suture reportedly broke. The implant was removed from the surgical site. A new bone hole was drilled and the procedure was completed using a competitors product. The procedure was completed and no pt complications were reported as a result of this event.